Event description:
It was reported that inr couldn¿t resheath the stent (subject device), during resheathing the catheter took the stent (subject device) back in and resistance was encountered when the stent (subject device) was attempted to be removed (resheathed back into the microcatheter) after attempting to deploy 50% of the stent as the physician was not happy with the position of the stent. Also, it was reported that resistance was encountered while advancing the stent (subject device) inside the microcatheter shaft. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned protruding from the tip of the microcatheter , the microcatheter shaft was damaged 1.5cm from the distal tip, the sdw (stent delivery wire) was slightly kink/bent 0.5cm from distal end, and the stent was slightly deformed from the middle to the distal end with frayed braid edges at the distal end. During a functional inspection, an attempt was made to retract the stent but it was not possible however it was possible to advance the remainder of the stent from the tip of the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated the packaging was not flushed as it should have been. It was reported there was no concerns with the device condition. The introducer sheath was properly inserted all the way into the microcatheter prior to transfer, it transferred perfectly. The rhv was confirmed to be opened during insertion of the stent introducer sheath into the microcatheter hub. The introducer sheath was properly inserted all the way into the microcatheter prior to transfer, having confirmed that there was no gap between the distal end of the introducer sheath and the proximal end of the microcatheter shaft. The rhv was opened enough to allow passage of the device through without damage when advancing the stent within the microcatheter. Excessive force was not applied at any point while advancing the stent within the microcatheter. Continuous flush was maintained for the duration of the procedure. The friction/resistance was noted when the fd was being rehseathed into the microcatheter. A guidewire was used, there was no damage noted to the guidewire and it was used again for the next flow diverter. The patient¿s anatomy was very tortuous. Product analysis found the stent was returned protruding from the tip of the microcatheter. An attempt was made to retract the stent but it was not possible as the microcatheter was damaged 1.5cm from the distal tip. However, it was possible to advance the remainder of the stent from the tip of the microcatheter. On removal, the stent was slightly deformed from the middle to the distal end with frayed braid edges at the distal end. The sdw was slightly kink/bent 0.5cm from distal end. The damage to the microcatheter distal shaft would have contributed to the difficulty the user experienced resheathing/recapturing the stent. An assignable cause of procedural factors will be assigned to the reported ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ and ¿stent difficult/unable to advance or pullback through catheter¿ in addition to the as analyzed ¿stent deformed¿, ¿sdw kinked/bent¿, ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ and ¿stent difficult/unable to advance or pullback through catheter¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that inr couldn¿t resheath the stent (subject device), during resheathing the catheter took the stent (subject device) back in and resistance was encountered when the stent (subject device) was attempted to be removed (resheathed back into the microcatheter) after attempting to deploy 50% of the stent as the physician was not happy with the position of the stent. Also, it was reported that resistance was encountered while advancing the stent (subject device) inside the microcatheter shaft. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.